Event description:
It was reported that the insulin pump alarmed motor error while trying to rewind the infusion set and reservoir. The insulin pump alarmed motor error again after they tried to rewind the infusion set and reservoir for a second time. Customer's blood glucose level was 195 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify motor error alarm due to button keypad anomaly. The motor passed motor test. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.